Manufacturer narrative:
(B)(4): manufacturing records were reviewed and no deviations or non-conformities were noted. Diopter measurement records were verifieid and shown to be within specifications. The batch passed all acceptance criteria for all tests perfored and is within all specifications.(B)(4): placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination of the iol showed that it had been cut into three pieces and had a broken haptic. The condition of the returned lens was compatible with one that has been explanted from an eye. The condition of the lens precluded a diopter measurement. No optical deviations on the received optic parts could be found. The iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. The surgeon indicated that the iol appeared to be well-positioned after the initial surgery, but the patient had a refraction of +0.25 +1.25 x008. Measurements were repeated using various modalities each of which predicted a similar outcome. The hyperopic suprise was attributed to a posterior effective iol position. There were no surgical complicatons such as incision enlargement, vitrectomy or capsule tear.

Manufacturer narrative:
The patient experienced double vision while using a microscope. This was the reason for the explant. The intraocular lens (iol) was replaced with another iol during the same procedure. (B)(4). All pertinent information available to the manufacturer has been submitted.